Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description ail, tubing collapsed and wouldn't infuse detailed inquiry description baby's IV pump alarmed with air in line. When checked, there was a large amount of air in the line despite the line being properly primed to start with. When the nurse attempted to pull IV fluid through to remove the air bubbles, she was unable to do so and noted that the soft portion of the tubing that runs through the interior of the pump had collapsed down on itself. The tubing was removed and a new line was sterilely prepped and connected to the patient. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Five retains passed internal testing. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.